Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The field service engineer found a broken valve and replaced it. Since the replacement of the valve, the instrument has been stable. Due to a pattern observed in the results, a pre-analytical root cause could not be excluded. The investigation could not identify the root cause of the event.

Event description:
The initial reporter complained of questionable sodium results for one (1) patient sample on a cobas 8000 cobas ise module analyzer. The initial results were 144.8 mmol/l and the repeat results were 151.7 mmol/l. The repeat results were believed to be correct. No questionable results were reported outside the laboratory. The electrode lot number was r7575 and the expiration date was asked for but not provided.